Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint received with return of device. Failure event observed during analysis. Final analysis found that a partial lead was returned. The lead was abraded through to the coil at approximately 9.8 cm to 10.0 cm from the connector pin. The abrasion was consistent with constant friction to the device can. (B)(6).